Event description:
It was reported that the user experienced a brief loss of continuous glucose monitor (cgm) readings from the dexcom g7 sensor while using the ilet system, which was addressed through troubleshooting that included toggling sensor settings, and repairing the sensor, after which readings resumed. User experienced a blood glucose peak of 205mg/dl and situational anxiety about the sensor issue but did not report any adverse clinical symptoms. Outcomes included no health impact or medical intervention needed. User support included log review and remote troubleshooting. Investigation of this case revealed a transient sensor communication or configuration issue consistent with a brief sensor interruption, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration-related and resolved through standard troubleshooting.